Event description:
It was reported that the patient began to experience a decrease in pain relief. The low battery alarm was occurring. The pump was explanted and replaced to avoid in vivo battery depletion. The patient recovered without sequela.

Manufacturer narrative:
(B) (4). The pump has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.